Event description:
The complainant alleged that the device would not power up. There is no indication from the complainant that the malfunction occurred while it was being used on a pt. The complainant indicated that the device will be repaired at the facility and will not be returned to zoll for evaluation.